Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1607008) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynx ace device would not advance through the introducer sheath. The device was being used for vascular closure following an interventional peripheral procedure. It is unknown if there were any visible kinks upon sheath removal. It is unknown if there were prior catheterization or scar tissue on the puncture site. A second mynx device was used to achieve hemostasis. The patient went to the recovery room post procedure and was discharged 3 hours later. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.